Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as the seal remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned outside of the loading device. The seal, the tension spring assembly and the anchored tab were located inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).